Event description:
A call to technical services on (B)(6) 2013 states that patient was being upgraded from a single chamber implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). When the chronic rv lead was attached to medtronic device there were intermittent pauses noted on the monitor; strips showed that atrial paced and atrial sensed beats periodically resulted in oversensing and pacing inhibition on the rv electrogram (egm). However, due to an available pacing algorithm rv pacing remained available and with a decreased rv sensitivity the oversensing appeared resolved. Additional information was received that a few days post implant of the competitor's (mdt) device, the same observations were being noted again. The device was reprogrammed to ddd mode with a sub-capture threshold as the dropped beats were with atrial pacing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).